Event description:
It was reported the patient experienced inadequate therapy due to the ipg turning off by itself. As a result, surgical intervention was undertaken on (B)(6) 2019 wherein the ipg was explanted and replaced with a new ipg.

Event description:
Additional information received indicated that the issue was resolved and therapy restored post operatively.